Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) patient cable, bottom housing, and battery door was confirmed via evaluation of the returned mpu. The returned mpu (serial number: (B)(6) was evaluated at the european distribution center. Inspection of the returned unit revealed a crack in the bottom housing and on the battery door. It was also observed that the rubber casing on the patient cable connector was loose. The returned unit was functionally tested and found to operate as intended during testing. The damaged patient cable, bottom housing, and battery door were replaced. The damaged parts did not affect the functionality of the unit during testing. Preventative maintenance was performed and the serviced and repaired unit was returned to the rental pool after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 26feb2016. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. (B)(6).

Event description:
It was reported that the mobile power unit's patient cable rubber encasing was coming loose, the bottom cover was cracked, and the battery door was damaged.